Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction.

Event description:
The customer reported that, during patient use, the 840 ventilator generated a severe occlusion alarm. The patient was removed from the ventilator as a result of the event. There was no harm to the patient as a result of the event.